Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was suspend. The customer¿s blood glucose level was 297 mg/dl and sensor glucose was 75 mg/dl at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low was 81 mg/dl and low limit in sensor settings was 75 mg/dl. The customer was advised sensor may no longer be responding to glucose changes. The insulin pump will be returned for analysis.